Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon claims that there was a rapid development of granuloma at the scar tissue, in accordance with the line of the suture. Initially, there was no infection, but granuloma type inflammation occurred. Subsequently, the wound became completely infected and necessitated repeat surgery.